Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for benchtop investigation. According to the clinical notes, all anticoagulation medications were put on hold after reported bleeding from the right axillary artery. The cause of the access site bleeding issue was most likely related to high act, based on given clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 47-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient's right axillary was noted to have a large hematoma. The patient was stable. All anti-coagulation was put on hold and the patient received packed red blood cells.